Manufacturer narrative:
Correction e1: report name and reporter last name.

Event description:
Additional information received indicates the lead is not liable.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32130, 1627487-2020-32131. It was reported high impedances were observed. Patient does not have stimulation. Surgical intervention my take place at a later date.